Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient presented in clinic due to phrenic nerve stimulation from the right ventricular (rv) lead. In clinic follow up was performed and additional testing was unable to reproduce the phrenic stimulation. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.